Event description:
Additional information received reported the patient¿s leads and implantable neurostimulator (ins) were replaced. The reporter stated the cause of the electrode was no discovered and there was just high impedance. The reporter stated the patient¿s system had been in for over 10 years. It was noted the manufacturing representative met with the patient yesterday. It was further noted that both systems were working great and giving the patient proper pain coverage.

Event description:
Additional information received reported that one electrode was not working. The reporter stated they though the system was not working, but they were able to interrogate the implantable neurostimulator (ins) and found the bad electrode. It was noted a longevity calculation was done and was found to be 32 months. It was further noted the patient was programmed with the following settings: program 1 at 4.5v, 450 pw, 40 hz, with electrodes +2,-1 and program 2 at 3.6v, 360 pw, 40 hz with electrodes +1/-1 using the stimulation 12 hours per day. The reporter stated the patient¿s healthcare professional was planning on taking out the leads, extensions, and ins today and replacing the system.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that one of the two leads was not working. It was noted that a revision surgery was scheduled for 2013 (B)(6). The reporter stated they did not know when the issue started with the system or what the patient¿s healthcare professional was planning on doing for the revision. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3891 lot# j0348947v, implanted: 2003 (B)(6), explanted: 2013 (B)(6); product type lead product ID 7489, serial# (B)(4), implanted: 2003 (B)(6); product type extension product ID 7489, serial# (B)(4), implanted: 2003 (B)(6); product type extension product ID 3093-28 lot# va00gjz, implanted: 2012 (B)(6); product type lead product ID 3093-28 lot# va01aj8, implanted: 2012 (B)(6); product type lead product ID 3708220, serial# (B)(4), implanted: 2012 (B)(6); product type extension product ID 37712, serial# (B)(4), implanted: 2012 (B)(6); product type implantable neurostimulator product ID 748910, serial# (B)(4), implanted: 2003 (B)(6); product type extension product ID 7435, serial# (B)(4), implanted: 2003 (B)(6); product type programmer, patient product ID 3891 lot# j0348947v; product type lead. (B)(4).